Event description:
According to the reporter the patient had lap right hemicolectomy. One day after the surgery the patient had staple line bleed. Re operation was needed, no active bleed showed during re-operation. Possible bleeding on anastomosis was the suspicion. The staple line was over sewn by hand with maxxon 3.0. There was extension of the surgery time by more than 30min. Or re-operation necessary. There was blood loss for more than 250cc.the incision was not extended by more than 1 inch. There was no unanticipated tissue loss or irreversible damage. No the device or tack fell into patient cavity. Reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.